Manufacturer narrative:
Findings: pump received with minor scratched display window, cracked display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had cracks around the display window of the insulin pump. No additional information provided.